Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited noise and varying low voltage pacing impedance. No intervention or changes were reported, and no adverse patient effects were reported.